Event description:
It was reported that during an appendectomy procedure, the jaw of the instrument had been off from the instrument during the case. The other one showed, the same thing. The doctor used the clip at the appendix. The case was done well with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.